Manufacturer narrative:
The 510 (k) # is k110637.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) alleging a unit powers off during use issue with a one touch verio iq meter. The patient did not allege any harm or injury because of the reported issue. The patient did not have the meter with her during the contact with lifescan. Therefore, no troubleshooting was performed and the serial # of the subject meter was not provided. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had a unit powers off during use issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.